Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient called the clinic on (B)(6) 2024 to report damage to their system controller power cable. The patient explained that while doing yard work, they damaged the outer layers of the power cable with hedge trimmers. There were reportedly no alarms and electrical tape was placed around the damaged section. The patient called again on (B)(6) 2024 to report an alarm when switching from the batteries to the mobile power unit (mpu). The patient presented to the clinic for evaluation of the equipment and a system controller exchange. At the clinic when switching the patient from batteries to the power module the ventricular assist device (vad) coordinator was removing the electrical tape from the damaged power cable. The system controller alarmed when connected to the power module and the damaged power cable/exposed wires began smoking and generated a flame. The fire was put out and the patient was immediately exchanged to the backup system controller without issue. It was noted that the system controller would be returning for evaluation. The modular cable was exchanged and returned for an unknown reason. The patient did not sustain any injuries. Related manufacturer reference number: (B)(4) (system controller).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable revealed the cable outer insulation (jacket) was covered with a rescue tape near the controller driveline connector bend relief and there was a small damage to the bend relief. The tape was removed to reveal that the outer insulation was damaged with two small sections missing. The armor layer was exposed in these two sections; however, there were no inner wires exposed. The returned modular cable was functionally tested while connected to a test system controller, a test pump, and a test power module/system monitor. The modular cable was manipulated, and the system operated with no active alarms. The modular cable was electrically tested, and all wires passed the resistance and insulation tests. A specific root cause for the outer layer issue observed on the modular cable was not able to be determined. Multiple attempts were made to obtain additional information from the customer regarding the lot number of the modular cable; however, no information was provided. The heartmate 3 instructions for use (IFU) and patient handbook contain information on caring for the driveline. Section ¿equipment storage and care¿ in the IFU states that a damp cloth can be used to clean exterior surfaces of the external parts of the equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. Section 6 ¿caring for the equipment¿ in the patient handbook also outlines proper driveline maintenance for the patient. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.